Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged unresponsive and unreadable touchscreen was verified, but the cracked touchscreen issue could not be verified.

Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method in insulin therapy.